Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been four other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that, the intraocular lens (iols) were clear before the injection and thinks that the fibers at the back surface of the iols are from the cartridge. No more information available. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
The used company cartridge was not returned. Two unopened company cartridges were returned. One sample was pulled randomly for evaluation. The returned unopened company cartridges was evaluated. The company cartridges was opened and microscopically examined with no damage observed. No particulate was observed inside the cartridge lumen. The company cartridge was functionally tested, per the dfu (directions for use). No lens or cartridge damage was observed, after the lens delivery. No foreign material was observed. The company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Qualified associated products were used. The root cause for the reported complaint could not be determined. The used company cartridge complaint sample was not returned. No determination can be made without physical evaluation of the complaint sample. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A contact lens case was returned, which was indicated to contain the reported fiber. The returned contact lens case was sent to the particle lab as received. The case was not opened at the manufacturing site. The particle returned in the contact lens case marked - ¿white side 11:10px 1¿ was tested by the ftw particle lab. The lid was removed from the indicated side. The interior of the well was visually and microscopically examined, and the presence of a foreign material was confirmed. Microscopic examination showed a black fiber 300 m in length. The fiber was isolated and analyzed using microscopic fourier transform infrared spectroscopy (micro ft-ir). Comparison of the fiber¿s generated spectra to a library of spectra found the best match to be wypall fibers (paper). The viscoelastic used was not provided. This is not a product used in the manufacturing process. The origin of the fiber cannot be determined. The manufacturer internal reference number is: (B)(4).